Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 495 mg/dl; current blood glucose value: 495 mg/dl and reported that customer was placed on temporary basal and customer noticed blood glucose was going high. Troubleshooting was performed and found that the customer was treated with insulin pump and manual injection/insulin pen. The customer was reporting head was fuzzy, thirsty, tingling on the fingertips as symptoms related to high blood glucose event.  The customer alleges pump was under delivering as customer delivered a bolus of 4u but it was about an hour and blood glucose is still high. Also customer observed leaks on the reservoir, small damp on the reservoir. Troubleshooting for reservoir leak was performed and found that there was leak on the snap cap, septum, or o-rings, leaked into pass the second o-ring. Customer been using the insulin pump system within 48 hours of reported high bg event and the auto mode feature was not active at the time of the high bg event. No further patient complications were reported. The customer will continue using the insulin pump. The insulin pump will not be returned for analysis.